Event description:
It was reported that the drill broke on the conic junction during the surgery. This occurred during distal interlocking. The surgeon reported that a piece of the drill could not be removed from the patient.

Manufacturer narrative:
Na